Event description:
The customer contact reported a delay in critical therapy following an alarm condition. On an unspecified date and time, the device was programmed to deliver total parenteral nutrition (tpn) and the delivery was started. No specific programming parameters were provided. At 0800, 0810, 0910, and 0916, the nurse reported the device alarmed for air in line. The nurse reported that the therapy was resumed after the air was removed from the tubing set. No specific details were provided. Although there was potential for serious injury, the customer contact indicated there were no reported adverse patient effects. No medical interventions were reported. Though requested, no additional information was provided.

Manufacturer narrative:
The device was not isolated or identified by serial number; therefore, it will not be returned for investigation. This report represents all the information known by the reporter upon query by hospira personnel.